Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4) with a known anti-jka sample.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that some test wells that were reported as negative by the echo visually appeared positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.